Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(4) 2017 with blood glucose of 696 mg/dl. Customer stated that his meter has been giving him some no delivery messages, and customer was wondering if we could do some diagnostics on it to see what is wrong with it. Customer's blood glucose at time of incident: 207 mg/dl. Customer's current blood glucose: 226 mg/dl. Customer states that while he was throwing up, his sugars continued to elevate to 696 mg/dl which was the reading when he arrived at the hospital. The customer experienced symptoms such as vomiting. The customer was treated with manual injection. Customer has not contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer stated that he would like to exchange the insulin pump, because he is stuck in the hospital for 24hrs. Customer states the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. Customer declined to continue pump troubleshooting. Customer also mentioned that the sugars elevated to the point where patient had to go to the hospital. The insulin pump will not be returned for analysis.